Manufacturer narrative:
The customer reported an issue involving this defibrillator and the delivery of energy in the sync mode. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported an issue involving the defibrillator and the delivery of energy in the sync mode. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient.